Event description:
The patient received an un-intended electrical shock during electrotherapy treatment. The event occurred during the patient's fourth electrotherapy treatment. The treatment was interrupted. The progress toward recovery was impeded. The clinician did not indicate the impediment. The patient was receiving treatment for lower back pain when the patient complained of un-intended electrical shock. The clinician prescribed the interferential electrotherapy waveform. The waveform settings, treatment time, and intensity was not provided by the clinician. The clinician applied the treatment using three inch round electrodes. The patient's skin was prepped for treatment. At some point during the treatment, the patient complained of the un-intended shock. The clinician stopped the treatment. The patient was not injured.

Manufacturer narrative:
A device evaluation was performed by our engineering dept. Root cause is unknown because the device performed to specification and to its intended use. The engineering dept. Did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Purpose: evaluate the performance of intelect transport 2ch stim. A complaint was reported on the stimulator side of unit. The treatment used was ifc. Scope: this report applies to the unit, electrodes and lead wires. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all tests conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery an electrotherapy. Electrodes appear to be a likely cause or contributor of the reported incident. The electrodes have a very high resistance on the red electrodes (12 and 24k ohms), one of the black electrodes were at 600 ohms. The maximum resistance for carbon electrodes is 200 ohms. The lead wires were corroded at the connection to the electrodes. Patient skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufacturers specifications.